Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the tandem usb cable. It was indicated that the customer had another usb cable that was able to charge the pump successfully. There was no reported impact to the customer's blood glucose levels. A replacement cable was sent to the customer.